Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failure of the alarm system due to a force sensor bridge test. Per reporter, the product fault occurred before infusion. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of a force sensor bridge test failure complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found force sensor test, base not responding. Visual and functional testing was performed. Confirmed complaint by reviewing alarm history but could not duplicate issue. Force sensor reads within specification. Internal inspection found the force sensor cable connector was not fully seated into the plunger printed circuit board causing an intermittent connection. Probable cause was loose connection of the force sensor cable connector. Fully seated force sensor cable connector. Device passed all functional testing. No other issues found.